Event description:
It was reported that the zimmer dermatome doesn't produce a good graft, gap between blade and blade cover. Add'l clinical f/u indicated that the dermatome harvested a graft that was too thick. The initial donor harvest site required surgical repair. The customer also indicated an add'l donor site harvest was necessary which was completed with an available alternate dermatome. The surgical repair and alternating the dermatome were stated to have increased the surgical procedure time by 20 minutes.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 13 years old and is not an out of box failure and has been returned for repair previously on (B)(6), 2010. The inspection found the blade/control bar gap is acceptable and there is no gap between the blade and width plate. The handpiece and the 1", 2", and 4" were returned for eval. The hose and blade used at the event were not returned. The repair tech concluded the device thickness settings were only out of spec at the zero setting with all other calibrated settings within tolerance; the motor rpm's were within tolerance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.